Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 58 year old female patient implanted with impella 5.5 for non-st elevated mi and sepsis. Sepsis had resolved prior to insertion of the impella 5.5. During insertion it was noted that the axillary sheath was placed with some difficulty and surgeon noted inward collapse of sheath due to tension. Heavy ties placed around graft and sheath. The surgeon attempted placing pump over steel core 018 wire through sheath and was not able to pass through due to collapse. Surgeon was not concerned and decided to reposition the sheath with more heavy ties. Ventricle reassessed with wire and catheter. Impella 5.5 backloaded onto steelcore 018 wire and advanced into ventricle without difficulty. Impella support was ramped up to p4 for rest of case. Pci performed with single access companion sheath through axillary sheath. Bleeding noted and more heavy ties applied to maintain hemostasis. After pci, impella 5.5 was explanted. Patient survived the procedure.

Manufacturer narrative:
The investigation of difficulty inserting/removing pump through introducer, access site bleeding, and introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. Difficulty inserting/removing pump through introducer: pump was not able to pass through sheath due to collapse. Repositioned sheath with more heavy ties. Ventricle re-accessed with wire and impella delivered without difficulty. The root cause of the difficulty inserting pump through introducer was most likely a sheath kink. Cause of the sheath kink was unknown. Access site bleeding - major: clinical details noted that patient was bleeding occurred at access site and was managed with more heavy ties around graft and sheath to maintain hemostasis. The root cause of the access site bleeding could not be definitively determined as limited clinical details were provided. Introducer damage - mechanical: clinical details noted that the sheath collapsed inward after insertion of the sheath in the graft anastomosed to the carotid artery. Physician noted inward collapse of sheath due to tension. Heavy ties placed around graft and sheath. The root cause of the introducer damage - mechanical was most likely a sheath kink. Cause of the sheath kink was unknown. Instructions for use: impella 5.5 for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during impella section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella 5.5 with smartassist for use during impella with automated impella controller ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.¿ impella 5.5 with smartassist for use during cardiogenic shock with automated impella controller section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ h6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28631. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28631.